Event description:
To: (B)(6) · (B)(6) at 12:40 pm message body I called kardia mobile EKG device phone contact, they should have sent me a replacement. They sent me a prepaid mailing label to send my card to them for inspection. On (B)(6) 2025 I told them I had noticed a slight shock like feeling when I first pushed the button to activate the EKG device. Day was (B)(6) 2025. I did not really notice any aftereffects, mostly the initial slight shock like feeling. I decided to try the device again, 2nd time about 4 hours after the 1st try. This time standing on wood floors as recommended by instructions. But I noticed a slight sensation on my thumbs while placing card on a table and using my thumbs on card. The first time I was holding the card. This time, card was on a table. The EKG results appearing on my phone seemed not correctly displayed. So, I retook EKG for a 3rd time. Using my fingers on the card. Again, I felt a slight electric like current. Also, there was an after effect of slight tingling or numbness on my fingers, mostly on my knuckles continuing that first day. Day 2, (B)(6) 2025 note to myself......kardia mobile card sensation that felt like a slight electric current from card and some numbness tingling in my hand fingers, mostly on the right hand and more noticeable on the knuckles...¿on day 1 and 2.....(B)(6) 2025 and (B)(6) 2025 ref (B)(4) sn (B)(6) bt ID : (B)(4).